Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was prompting an unknown error message when she was attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unaware of when the alleged issue first started.. The patient reported using a combination of oral medications including metformin and glipizide. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 30 minutes later she developed symptoms of shaking, and she felt like she was going to pass out. The patient denied receiving any medical intervention in response to her alleged symptoms. At the time of troubleshooting, the cca was unable to troubleshoot the alleged issue with the patient. The patient refused to retest due to not wanting to waste test strips. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(6) 2012 with the following findings: the subject battery was found to be low or dead. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the subject battery was found to be low or dead. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.